Event description:
The following has been reported: biomed reported: " pump problem as well as a a crack on the back case no active infusion was stopped or any patient harm was noted. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device starts up with state 1 alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed test engineering pneumatic assembly. Performed recharge/hardware tests and unit passed. The pneumatic plate is damaged due to broken screw mounts. The front housing is damaged due to broken screw mounts. The fva pins and loading pins have drag. Cleaned pins and channels. The air compressor, pneumatic plate, fva lip seals and upper/lower loading pin lip seals will be removed and replaced during the repair process before being sent to the test line for full functional testing.